Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that screen of insulin pump was faded and made screen hard to read and buttons were hard to press and had to press multiple time. Customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump rejected new batteries. The insulin pump will not be returned for analysis.